Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient previously fell and an I&d with an exchange of components was performed on (B)(6) 2019 that was captured under (B)(4). Then, the patient was revised again due to loosening of the femoral sleeve at the implant to bone interface and a dislocation of the poly/tibial insert from the tibial tray. All the femoral components were revised and the well fixed tibial components were retained. Doi: (B)(6) 2019; dor: (B)(6) 2019; right knee.